Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with unexpected restart alarm during error test due to connector on interface board voltage leak. Insulin pump received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose and that the battery is hard to change. The blood glucose level was 116 mg/dl. The customer was assisted with saving settings on the unit. No further information was provided.